Event description:
On (B)(4) 2013, the patient reported that her infusion device began to delivering too low and amount of insulin since (B)(6) 2013. On (B)(6) 2013, she changed the infusion set and insulin cartridge and her blood glucose level was elevated to hi. She stated that she was spilling ketones which she tested using a home kit. She experienced frequent urination. Bolusing with the infusion device was not successfully lowering her blood glucose level. She switched to her backup device and her blood glucose level returned to her normal range of 80-120 mg/dl. The patient has been under additional stress during the past few days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set and cartridge were discarded. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.